Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the patient was yelling and fell out of bed; when she found the patient he was unresponsive. Ems was called and they took the patient to the ER; his blood glucose was 55 mg/dl and he was treated with dw10. No troubleshooting occurred for the insulin pump; the drive support cap appeared normal. The insulin pump was not returned or replaced.